Event description:
It was reported that the patient had an interstim implanted on her right side and it stopped working a few months after implant. The patient's ipg was protruding from her bottom due to her thin body and it was discovered that the lead was "bad". The ipg was repositioned deeper in her body and the lead was replaced.